Event description:
Burns and blisters appeared on the pt following application of casting material. Cast padding was not placed under plaster bandage as required.

Manufacturer narrative:
The devices returned from the same lot were tested for exothermic reaction. The product met the specified temperature requirements, the complaint could not be confirmed. At this time, jjpi considers this file closed.